Event description:
It was reported that the patient experienced seizures while wearing the pod between 49 and 71 hours on the back. The patient's blood glucose level was within range at 11 mmol/l (198 mg/dl). It was noted that fluid was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizures or fluid leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.